Manufacturer narrative:
Report number: mw5077148. If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f launcher guide catheter was attempted to be used. The femoral artery was accessed for intervention. It is reported that the guide catheter was torqued for intervention, and became kinked in the patient. The device was not able to be wired for removal. Access was obtained on contralateral side, and the guide was removed through left sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.